Event description:
Healthcare professional reported left side rupture discovered during explant surgery. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange due to "the age of the device."

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. The device has been explanted.